Event description:
Boston scientific crm received information that this lead was removed due to pt infection. To date, no further adverse pt effects were reported. This lead was explanted and has not been returned. Implant, explant and event dates were not made available.